Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Cause of bg level was not known. Customer administered a manual injection via mdi and changed supplies to address the issue and went to the emergency room. Reportedly, customer had high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
(Add codes, remove code 2993). (Add codes, remove code 2993).

Event description:
It was reported that occlusion alarms occurred intermittently. Customer changed pump supplies to address the issue. Additionally, the customer alleged that the pump ¿stopped working 4 days ago and [they weren¿t] getting any insulin through the pump¿; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond, and the alleged root cause could not be confirmed. Customer¿s blood glucose level was 500 mg/dl to ¿high¿. Customer administered a manual injection and performed a supply change to address bg and went to the emergency room with high ketones identified as life-threatening by a healthcare provider on 9/20/2024. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue. Customer still in hospital at time of report so no release date could be obtained. Date of event is approximate.